Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned coronary procedure, which was completed as planned by using additional monitors on the back of big flex vision monitor. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor failed to display image. Upon functional testing, the customer checked technical room and found that the air conditioning stop working, and temperature raised out of tolerance. The fse confirmed that the temperature raised in technical room causing no video signal coming to flex vision monitor. To resolve the reported issue, the fse switched on the air conditioners, ventilated the room for 20 min. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported monitor issue didn¿t impact the completion of the procedure. The procedure was completed as planned by using additional monitors on the back of big flex vision monitor, with no impact to patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor failed to display images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.